Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device is not returned for eval.

Event description:
It was reported that during a gastric band procedure, while holding the liver back with a liver retractor, the shaft of the trocar broke. The device was removed and there were no pieces of the trocar in the pt. Another device was used to complete the case with no pt consequence. The device was discarded.